Event description:
Analysis of the returned device revealed that the cannula was damaged. It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. It was initially reported that the pod was presenting communication error during normal operation.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. No damages or deficiencies were observed with the device that would contribute to a communication error. The pod was able to be reset and successfully rerun a 5-unit bolus; the rerun data showed no errors or abnormalities. The cause of the reported communication error event could not be determined. The external portion of the soft cannula was observed to be stretched. The length of the soft cannula measured out of specifications at 1.11 inches. Fluid had no issues traveling the complete fluid path. The exact time and cause of the soft cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs8bzbb. Hardware: sm-s931u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.